Event description:
During routine testing of the device at the service center, the service tech reported the front housing was cracked. The monitor was originally returned for failure to self test. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.